Manufacturer narrative:
500ml baxter infusion bag (lot v18c27b, exp sep19) of 0.9% sodium chloride injection usp; 30ml bd syringe; td (B)(6) 2018.

Event description:
The customer reported when a nurse was administering stem cells, the tubing cracked. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a cracked tubing set was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer's report was not determined.

Event description:
The customer reported when a nurse was administering stem cells, the tubing cracked. There is no report of patient harm.